Manufacturer narrative:
Correction - d9 - device was not returned. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR / device 23 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
It was reported by the wife of the end user (84 yo male), that the coude tips are all not aligned well to notch on funnel, about 45 degrees off. She caths her husband 5-6 times a day and relies on that notch at the coude tip to be able to ensure that the coude tip is pointing upwards with insertion as for his anatomy he needs the coude tip. She reported she opened a new box of his catheter and while this is his usual catheter and normally doesn't have problems with this product, noted she met resistance when trying to insert it and he had pain so she did not force it in. She removed it and pain dissipated quickly, no lasting harm per wife. She looked at the catheter and noted that the notch on tip is not aligned with coude tip stating it was "not aligned at all". She said they are all off by about 45 degrees in the box when she started looking at them all. She said the coude tip is either pointing to the right or left about 45 degrees from the notch. They are not twisted.